Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx aneurysm enlargement is unconfirmed. The indeterminate endoleak was determined to be a type iiib endoleak of the main body. This is moderately consistent with the reported adverse event/incident. The type iiib endoleak is likely device related. The use of strata material likely contributed to the type iiib endoleak of the main body. Procedure related harms could not be determined. The final patient status was reported as being monitored. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem updated. G3: awareness date has been updated. H6: medical device problem codes : remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient underwent treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2014, which included the implantation of an afx bifurcated stent graft and an afx suprarenal aortic extension. Recent computed tomography (CT) scans, compared to those from one year prior, reveal a progressive enlargement of an aneurysm. The physician suspects a possible type 3 endoleak at the overlap zone of the afx bifurcated stent graft. The patient is currently being monitored. Additional information: the patient will be schedule for a re-intervention after they recover form heart surgery.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient underwent treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2014, which included the implantation of an afx bifurcated stent graft and an afx suprarenal aortic extension. Recent computed tomography (CT) scans, compared to those from one year prior, reveal a progressive enlargement of an aneurysm. The physician suspects a possible type 3 endoleak at the overlap zone of the afx bifurcated stent graft. The patient is currently being monitored.